Manufacturer narrative:
Date of event: unknown as information was not provided. The best estimate date is between (B)(6) 2021. The device has not been returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was implanted in the patient¿s ocular dexter (right eye). The iol was explanted in a separate surgical procedure due to complaints of intolerance due to secondary glare. There was no patient injury, no medical intervention, and no surgical intervention. Through follow-up additional information was received stating the explanted iol was replaced with a non-johnson & johnson surgical vision iol. No further information is available.

Manufacturer narrative:
Corrected data: upon further review, it was noted that in the initial MDR section h6 health effect - clinical code: 4580 insufficient information (intolerance) was entered. The 4580 code does not apply as information was already captured under health effect - clinical code: 2410 glare surgical intervention required. Therefore, this supplemental filing is to correct the 4580 health effect code that was incorrectly reported. Product investigation was received, and the following fields were updated accordingly: section d-9: device available for evaluation: yes. Section d-9: date returned to manufacturer: 05-jan-2022. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.